Event description:
Reportedly, after firing, the surgeon notice only once circle had showed that it only dispensed one staple line, doctor had to over sew the area to finish the case. Delay time in surgery one hour. No injury. Procedure: bowel resection.